Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a polarity switch had occurred recently and a lead warning message was displayed that an impedance measurement was out of range. Technical services discussed recommendations. The patient's physician chose to continue monitoring the device system. To date, no adverse patient effects were reported with this clinical observation.